Manufacturer narrative:
The harmonic ace curved shears instrument has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted procedure, while the surgeon was utilizing the harmonic ace curved shears instrument, a fragment from the instrument became dislodged and fell inside the patient. While there was no report of any patient harm, adverse outcome or injury as a result of the fragment falling inside of the patient, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the harmonic ace curved shears instrument became dislodged from the unit and fell inside the patient. The pieces were retrieved and the procedure was completed as planned. There was no report of any patient harm, adverse outcome or injury due to the reported issue. Multiple follow up attempts to gather additional information have been made, however no additional information has been received to date.